Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). H3: product ID: 37761, serial/lot #: (B)(6) was returned and the analysis shows that no anomalies were visually observed. Frayed cord. Damaged connector/ cord. Scrapped due to frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient (pt) reported the desktop charger was frayed and the issue began about 3 months ago. Patient had been able to charge the recharger but last night the recharger screen was completely blank and they couldn't turn the recharger on. Patient was last able to charge the implantable neurostimulator (ins) sunday night. Patient mentioned they charged the implant every day. Agent sent request to repair to replace the desktop charger. Agent also reviewed with patient that it depended on if the recharger still had battery left that agent could walk patient through resetting the recharger. Patient would call back once they had a flathead screwdriver and paperclip to reset the recharger. Patient rep (pt) called back and mentioned what kind of screw driver to use to reset the recharger. Patient rep mentioned the screw drivers they have doesn't fit inside the screw on the recharger and mentioned maybe a "m5 screw driver" is what is needed. Agent reviewed w ith patient rep to use a flat head screw driver on the screwnext to the recharger antenna. Patient rep confirmed using the flat head screw driver for that screw worked. Patient rep mentioned they will call back if further assistance is needed. See (B)(4) - patient mentioned they had an old frayed cord as well that they needed to return.